Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the rn noticed the white seal in the anchoring device is coming out. Trocar not used due to fear of seal falling into patient during surgery. No patient involved. The device will be returned for investigation.